Event description:
The customer reported that cell #10 of biotestcell-i11 yielded a negative reaction with anti-m reagent, but is declared positive for m blood group antigen. Our quality control laboratory tested the retained sample of biotestcell-i11 and confirmed the customer´s result. Further testings confirmed that cell #10 is negative for m blood group antigen. The customer did return the complaint sample and anti-m reagent. Because the complaint had already been confirmed by testing the retained sample, these reagents provided by the customer were not tested anymore. Biotestcell-i11 is used for the identification of unexpected antibodies which have been found in an antibody screening test. Biotestcell-i11 consists of 11 different panel cells with polyvalent antigens. In the affected lot biotestcell-i11 cell #1 to #5, #8, #9 and #11 were positive to m blood group antigen. Because of the wrong declaration of cell #10 a clear identification of m antibodies was not possible with this lot. Further testings with different panel cells would be necessary. But misinterpretations do not occur. A risk analysis was performed and a physical recall was not considered to be necessary. A field safety notice was issued and customer and authorities were informed. Because of the confirmed complaint further actions were initiated. An internal deviation was initiated for root cause analysis and corrective actions. All customer were informed by a field safety notice.

Manufacturer narrative:
Evaluation of the retained sample already confirmed the customer's complaint. This is our combined initial and final report on this incident. Evaluation of the retained sample already.